Event description:
It was reported that during an unknown procedure, the handle broke after the first two uses. A second device was pulled to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper front I-beam roller missing and the knife was slightly buckled. Upon mechanical testing it was noted that the jaws would not open and the I-blade did not complete its cycle when the trigger is fired. The device was connected to the generator and it was recognized. Due to the trigger was damaged not all functional testing could be performed with the generator. The device was disassembled and it was noted that the proximal gear was broken with five teeth missing; only one of the five gear teeth was returned with the device. The damaged of the proximal gear prevented the jaws from opening and closing. A probable cause of the damage to the blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No conclusion could be reached as to how the gears were damaged.

Manufacturer narrative:
(B)(4). Additional information: further investigation revealed that the part broke as a result of overload. The gear is made from a powder metallurgy process and there is a concern when a gear breaks that a green state exist in the part which would reduce the strength of the part. In the teeth examined on the device there was no evidence of a green state crack. The part shows evidence of proper bonding as evidenced by regions of ductile dimples on the fracture.